Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility on (B)(4) 2011. Testing found the device ac power cord ground prong was broken. The probable cause for the broken ground prong on the ac power cord is use in the customer environment. If the ac power cord is attempted to be removed from an outlet by pulling at an angle, it is possible to damage the ac power cord prong. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the ground prong on the ac power cord plug was broken. The device was returned to the biomedical engineering department for an unspecified reason. No tracking information was provided; therefore, specific patient information, device programming, or event details were not available. During testing at the user facility, it was noted that the ground prong on the ac power cord plug was broken. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.